Manufacturer narrative:
Engineering analysis: the v12 covered stent system was removed from the packaging and inspected to determine the cause of the complaint. Upon inspection it was noticed that the balloon had been separated from the catheter shaft at the proximal balloon thermal weld. In addition, the inflation manifold had been separated from the catheter shaft. The catheter shaft was measured and was 132cm long. The delivery system usable length as packaged can be no longer than 125cm from the end of the strain relief to the distal tip of the catheter. This shaft not including the balloon was 132cm long indicating that the shaft had been elongated more than 10cm. The lot history records that were reviewed for lot performance indicate that the minimum tensile value to separate the shaft from the manifold is greater than 6.6lbs. Additionally, the design verification data also indicates that the minimum proximal balloon bond tensile force was 5.7lbs. The balloon that was returned showed evidence the distal balloon cone had a ball of fluid remaining prior to removal. If this was the case it is possible the balloon was not allowed sufficient time to fully deflate prior to removal back through the introducer sheath. The instructions for use specify the following: "do not force passage or withdrawal of the guide wire or delivery system if resistance is encountered." "Deflate the balloon by pulling a vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding to step 7". Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. Clinical evaluation: a balloon must be fully deflated before trying to withdraw it back into the sheath in order to remove it. There are several possibilities that could cause a balloon not to deflate including an increase in the viscosity of the contrast material used in inflation or if enough time has not been allowed to aspirate the contrast from the balloon. It was reported that when the physician was attempting to withdraw the stent balloon after deployment he had difficulty. It is stated in the instructions for use, "do not force passage or withdrawal of the guide wire or delivery catheter if resistance is encountered."

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician used a stent. It was stated that the balloon was loosened.